Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, a torque device was used to navigate the guidewire to the target lesion and "green fragments" were noted on the proximal end of the guidewire outside of the patient. There was no clinical consequence to the patient.

Event description:
It was reported that during the procedure, a torque device was used to navigate the guidewire to the target lesion and "green fragments" were noted on the proximal end of the guidewire outside of the patient. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the guidewire polytetrafluoroethylene (ptfe) coating was peeled off on several places between 20.0cm to 30.0cm from the proximal end. The ptfe was also scrapped at proximal 5.0cm section. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. From the condition of the guidewire it appeared that the torque device had been dragged down the guidewire ptfe. The torque device was on the guidewire. There was scraped ptfe coating residue on the torque collet. The guidewire was slightly bent in the middle section; however, the cause of the observed bent could not be definitively determined. No anomalies were observed with the hydrophilic coating. The guidewire dimensions were found within specification. No friction was noted during functional test with a demonstration excelsior sl-10 microcatheter. Guidewire torque was not smooth, likely due to the observed bend. No other anomalies were observed. The directions for use (dfu) caution to: ¿securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.).¿ the coating damage on the proximal end of the guidewire was probably due to the insufficient tightening of the torque device. Since the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, therefore; the cause is considered to be related to the dfu instruction not being followed.